Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the hub on a 7mm x 18mm palmaz blue on slalom stent delivery system (sds) was broken and would not flush properly. The luer hub could not flush fully without leaking out of the hub; however, there was no cracks, separations, or broken fragments observed. Another 7mm x 18mm palmaz blue on slalom sds was used as a replacement. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. This issue was observed during preparation. The device was never used in the patient. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the hub on a 7mm x 18mm palmaz blue on slalom stent delivery system (sds) was broken and would not flush properly. The luer hub could not flush fully without leaking out of the hub; however, there was no cracks, separations, or broken fragments observed. Another 7mm x 18mm palmaz blue on slalom sds was used as a replacement. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. This issue was observed during preparation. The device was never used in the patient. The device was returned for evaluation. A non-sterile ¿blue/slalom 7x18/135 bil pckgd¿ device was received for analysis coiled inside of a clear plastic bag. The device was unpacked for product evaluation. A thorough inspection was performed, focusing on the luer hub, which showed no damages or anomalies. The struts on the proximal edge of the stent exhibited an uplift condition. However, this damage was not visible in the managed sample image, indicating that it likely occurred after the device was returned, possibly due to decontamination and/or shipping. The balloon arrived deflated, and the stent was not expanded. No other significant details were observed. A functional test was performed by attaching an inflator/deflator device to the inflation port. The balloon inflation test was conducted by applying positive pressure with the inflator/deflator device to reach the rated burst pressure. The balloon inflated as expected, the stent expanded properly, and the pressure remained steady. No leaking was observed at the luer hub, and the balloon did not present any inflation difficulties. The reported ¿luer hub leakage¿ was not confirmed during analysis of the returned device. The exact cause cannot be conclusively determined. The device passed functional analysis with no anomalies or leakage noted to the hub. The balloon inflated with no difficulties and the stent was deployed. Based on the information available for review and product analysis, it is difficult to draw a clinical conclusion between the device and the event reported as no damages were found on the hub of the returned device. According to the instructions for use which are not intended to mitigate risk, ¿preparation of stent delivery system: a. Open the outer box and reveal the inner package containing the tray with the stent and delivery system and introducer tube. B. Open the inner package and carefully extract the tray with the stent and delivery system and introducer tube. C. Hold the tray in one hand. With the other hand, gently grasp the hub and carefully remove the stent/ delivery system from the tray. Remove the introducer tube from the tray and discard the tray. D. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. E. Attach a stopcock to the catheter¿s inflation port. F. Attach a syringe, open the stopcock and induce negative pressure. G. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. H. Close the stopcock to the inflation port. Remove the syringe. I. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed in steps f-h. J. Connect an inflation system. Open the stopcock and slowly fill the inflation lumen and the balloon with diluted contrast medium.¿ the information available nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.